Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -7.0/1.0/111 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim #(B)(4).